Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 50 mg/dl. The customer treated with orange juice. The customer was unable to exit the preparing to prime loop. The customer was advised to hold down the act until they receive second series of beeps or numbers to appear on the display. The customer received the second series of beeps and numbers. The customer was unable to troubleshoot during time of call.